Event description:
The customer's nurse reported via phone call that the customer was hospitalized with high blood glucose. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The details of the customer's hospitalization was not provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.